Event description:
Boston scientific received information that the patient implanted with this device was presented in the hospital for a stress test. Upon interrogation of this device system, it was found that a lead safety switch on the right ventricular (rv) lead had occurred. The ventricular tachycardia (vt) event appeared as though loss of capture with ventricular pace and ventricular sense. The device outputs were programmed to 3.5v. No adverse patient effects were reported as a result.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this rv lead noted noise on the channel resulting in pacing inhibition not longer than three seconds. The patient was reportedly pacemaker dependant. A revision procedure was performed and this lead was surgically abandoned and replaced without complication.